Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 closed samples for analysis. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 0.74 kgf in average and 0.69 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.20 kgf in average and 1.11 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). As stated in the instruction for use of the product, when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no complaints related to the same issue of the products manufactured with the same thread raw material batch used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional patient information: no harm was done to the patient; the suture was replaced and therapy was continued.

Event description:
It was reported an issue with dafilon suture. The client reported that in the operative act, weakness of the suture is evidenced, when the wrapping was removed it broke and other items of the same product, when used during the suture of the tissues, disassembled from the needle. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.